Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please clarify how many devices was used on this single procedure. The following information was received: theatre 5, regarding 4/0 ethilon sutures. Several packets were opened as the suture material kept snapping/breaking without much force. Another 4/0 ethilon suture was found with a different lot number and worked perfectly staying strong. 4/0 ethilon sutures ref:662 in e-level omnicel and shall check theatres later this afternoon to remove any with the following lot number. The affected suture has a lot number: rcbejr" complaint logged no item yet to return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that several packets were opened as the suture material kept snapping/breaking without much force. Another suture was found with a different lot number and worked perfectly staying strong. There were no patient consequences reported. Additional information was requested.